Event description:
The plaintiff's attorney alleged the pt experienced a sudden cardiac event and expired the same day. It was further alleged that the event occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event. Additional information has been requested and will be submitted upon receipt accordingly.